Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. Additional information indicated that the patient was treated with antibiotics. No additional adverse patient effects were reported. The ICD was explanted.